Event description:
The customer stated that he was taken by ambulance to the hosp due to hypoglycemia. The reported blood glucose reading was 29 mg/dl. The customer stated that he changed his infusion set on the morning of the event, and the insulin pump alarmed during the manual prime. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.